Event description:
Device was implanted in. On 10/15/1997, pt tripped and fell while walking. Following, he experienced severe pain and 1997, pt's hip was revised where fracture of stem was confirmed.